Event description:
It was reported that the 9800 sys would not display image or print. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There lemo connector was replaced during the service call. The sys was tested and found to be working as intended, and put back into service.